Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor system. No compromised force sensor system alarm noted. The pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 220 mg/dl. No further details were given.